Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery treating the proximal tibia. After surgery, on (B)(6) 2022, the patient underwent a removal surgery of implants. In the removal surgery, 1 of the 4 screws was crimped and stuck, the surgeon decided to use the drill bit to remove the screw. The surgeon could not remove the screw because the screw stuck so firmly, and the drill bit became shaved when it was applied to remove the screw. The tip of the driver shaft was also deformed, making it difficult to remove the screw. Therefore, the surgeon used a carbide drill bit instead of the drill bit and managed to remove the screw. The surgery was completed successfully within 30 minutes delay. This report involves one (1) unknown screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: photo investigation was completed. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the unk - screws: 3.5 mm cortex was found to be broken from the tip, fragment is not visible in the evidence provided. Unable to disassemble condition cannot be confirmed as the screw appears to be by itself with no mating device stuck together. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the unk - screws: 3.5 mm cortex. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.